Event description:
It was reported that approximatly 24 hours after implanting the device, it came loose from one side of the septum and was then removed via surgery. There was no harm to the patient.

Manufacturer narrative:
The review of the batch record and inspection protocols revealed no deviation. The device was not returned for investigation. The corresponding IFU covers all warning and preventive measures to avoid the occurrence of embolization events. Nevertheless, "embolization (peri & post procedural)" is listed as a potential adverse event in the IFU. The following statement from the customer was also considered for the investigation conclusion: "approximately 24 hours after implanting the device, it came loose from one side of the septum and was then removed via surgery. This was not a failure of the device."in the light of all investigation findings, no device related root cause could be identified. The root cause was traced back to non-device related factors.

Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. No other complaint exists from the reported lot regarding the same complaint reason. All qc criteria were within specification according to the batch record. A1-a4 is unknown.

Event description:
It was reported that approximatly 24 hours after implanting the device, it came loose from one side of the septum and was then removed via surgery. There was no harm to the patient.